Event description:
Planned revision on (B)(6) 2014 of hip tep because of suspected fracture of ceramic inlay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of complaints database and manufacturing records did not identify any anomalies. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
Further information was received, according to the part/lot information this product is not sold in the us.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.